Event description:
Per the clinic, the patient underwent revision surgery (date not reported) to treat a staphylococcus infection around the implant site and necrosis of skin flap tissue. The patient was also prescribed antibiotics. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.